Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: d9. Summary of event: as reported, during an unspecified procedure, the hub of a beacon tip torcon nb advantage angiographic catheter separated from the shaft during contrast injection with 50/50 contrast/saline. Additional information was requested; however, no additional information was provided. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of a customer provided photo of the device was also conducted. The complaint device was not returned to cook for investigation. However, cook received a photo of the device showing the hub of the catheter was separated from the shaft. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional complaints on the final or sub-assembly lots. The product IFU states, ¿maximum power injector machine settings should not exceed the labeled pressure.¿ and ¿inspect the packaging and device to verify no damage. Do not use the product if the catheter or packaging is damaged.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the customer provided photo, complaint file, dmr, IFU, and DHR suggests that there is evidence that the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded component failure contributed to this incident. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: rt(r), radiology manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, the hub of a beacon tip torcon nb advantage angiographic catheter separated from the shaft during contrast injection with 50/50 contrast/saline. Additional information has been requested.